Event description:
It was reported that the patient experienced scrotum erosion with the pump of an inflatable penile prosthesis (ipp). A surgical procedure was performed in which the existing device was removed and a new tactra penile prosthesis was implanted. It was indicated that the device was working perfectly fine. The original lot numbers were said to be unknown. The patient did not experience any additional complications and was said to be doing fine. No more information available at the moment. Should additional information become available, it will be provided.